Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: stent partially deployed. Time of device malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation, the xpert stent was found prematurely partially deployed, although the locking mechanism was in the locked position. The customer reported there was no pt involvement. Though requested, no add'l info was available.